Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit was not providing a proper mesh due to the unit's cutter failing. Tech replaced the cutter and side plate, tested the unit, calibrated it, and returned it to the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the unit did not mesh properly. There was no harm or delay reported. An additional unplanned skin graft was not required from the patient. An alternate device was available to complete the procedure. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete a supplemental report will be filed.